Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the device broke in the patient's mouth during intubation. The device did not separate into two pieces, as the gastric tube was connecting it. It was reported the patient was bagged while a new device was prepared and intubated. No patient injury reported. Patient condition was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the device broke in the patient's mouth during intubation. The device did not separate into two pieces, as the gastric tube was connecting it. It was reported the patient was bagged while a new device was prepared and intubated. No patient injury reported. Patient condition was reported as "fine".